Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 454 mg/dl with associated symptoms of dehydration and rapid, deep breathing. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support revealed the patient was not using the insulin cartridge per instructions for use; the pump experienced loss of prime. Additionally, the patient primed the pump while still attached via the infusion set. The patient reportedly inadvertently received 0.50 units of insulin due to priming while attached to the pump. There was no allegation of hypoglycemia associated with the inadvertent infusion of insulin. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy due to use error.

Manufacturer narrative:
Follow-up #1: date of submission: 01/19/2017. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.